Event description:
It was reported that the preloaded monofocal intraocular lens (iol) cartridge tip cracked slightly during lens insertion. It was further described as a "stress line" at the tip of the cartridge. The iol was inserted with no issues and nothing else was wrong. There was no patient injury. No vitrectomy, incision enlargement, or suture was required. No medical attention was required. Daily activities were not significantly affected. There was no delay in procedure. The patient is fully recovered. The lens remains implanted. The instructions for use were followed. The sales representative reported that it was noticed that the cartridges are being overfilled with balanced salt solution (bss) by the technicians and training was provided, however the sales representative was unsure if that was related to this issue. No further information was provided.

Manufacturer narrative:
Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.